Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a convertx drain-to-stent conversion, the stent would not completely detach from the external segment. (Initial convertx placement (B)(6) 2022). It is alleged the clinician had proceeded to step 3 of the conversion process without incident. The clinician did not note any extra force needed or resistance when he pulled back on the release wire. The internal/external segments had appeared to be separated and the stent deployed. However, when he tried to withdraw the drain, the internal segment migrated along with drain. Two distinct segments of the release wire were visible, on both the internal and external components. An attempt to manipulate and withdraw the drain segment, was unsuccessful. The clinician planned to temporarily abandon the procedure and bring the patient in later that day. The merit rep immediately reached out to the product manager who in turn looped in the product management team and met with the clinician before the second procedure. Both the merit rep and product management team were available and conferenced into the procedure. The clinician carefully removed the hub of the catheter using a scalpel and exposed several cm's of both the release wire and internal loop suture. He then attempted several interventions, unsuccessfully, involving peel away flexor reinforced sheaths as well as advancing a kumpe catheter into the kidney wall, followed by employing an amplatz wire to create tension between the distal external segment and proximal/looped segment of the internal component. Next, he downsized to a 12f peel away and angled .038 amplatz, re-attempted and was successful. The release wire and internal loop suture were all withdrawn successfully. The distal segment of the release wire remained in the internalized segment post-procedure. It was noted by the clinican that it was a free-floating segment of wire. The clinican set the patient up for CT imaging and will decide if future intervention is warranted. No additional patient consequence to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.